Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver an unspecified chemotherapy or narcotic medication, for a duration of 46 hours, and the delivery was started. No specified programming parameters were provided. After an unspecified length of time, it was noted the device had powered off without sounding an audible alarm tone. At the time, the customer contact reported the patient "lost 8 hour dose out of a 46 hour infusion." The device was removed from clinical service. It was unspecified if therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. During testin at the user facility the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.